Event description:
I had sling surgery plus hysterectomy & ovariectomy for prolapsed female organs. Vaginal support was with a mesh from a pork product of some kind. After healing, I noticed a very much shortened and smaller vagina with "strings:" of tissue underlying the vaginal lining. With any penetration even after pelvic floor therapy, these scars or strings remain tender and sore. My gynecologist can feel them; his theory is that there are undissolved stitches. My own opinion is that scarring is the problem, or some adhesion type of process. Therapy with an estrogen vaginal creme helped thicken the epithelium and has provided some relief. Dates of use: 2003 - 2008. Diagnosis or reason for use: pelvic organ prolapse.